Manufacturer narrative:
Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in the (B)(6) as follows: it was reported that a 1.5mm drill bit broke inside the patient¿s bone during an operation on (B)(6) 2015. Surgeons confirmed the position of the bit via intraoperative x-ray(s), but decided to leave the fragment in the patient. No surgical delay was noted. This report is for one (1) unknown 1.5mm drill bit. This report is 1 of 1 for com-(B)(4).

Manufacturer narrative:
Patient information is not available for reporting. This report is for one (1) unknown 1.5mm drill bit. Device is an instrument and is not implanted or explanted. (B)(6). (B)(4). Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.